Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 28 days. The device is pending explant to resolve the event. The patient was stable with no adverse consequences. Additional information has been requested, but not yet received.